Event description:
It was reported that the patient's atrial lead exhibited oversensing due to noise. No intervention was reported. The patient had no consequences.

Event description:
New information received that the atrial lead was explanted and replaced on 03 sep 2024. The patient was stable throughout the procedure.